Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse below lower limit) was isolated to the hv pins being burnt on the belt receptacle, showing signs of physical damage and causing fault. The root cause for the burnt hv pins was thermal damage. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.